Event description:
(B)(6)_clinical study center number (B)(6), subject ID (B)(6) pfp lot 406501 patients experienced moderate elevated intraocular pressure in the left eye following phaco + iol implantation +vitrectomy membrane stripping heavy water photopolymerization gas-liquid exchange gas injection (c3f8) surgery. Medical treatment given, current condition is "no change."

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot confirmed the product as c3f8 and meets all release criteria.